Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device could not be returned for evaluation as it was discarded by the hospital. Additionally, no imaging was available for review. It is possible the screw's medial positioning may have caused the observed pain by contacting with neural elements, along with poor bone quality, weakened its purchase within the pedicle leading to the reported loosening. However, the exact cause of the reported issue cannot be determined as neither the implants or any imaging were available for evaluation.

Event description:
It was reported a creo screw had been placed medially and the patient was experiencing pain post-operatively. Additionally, creo screws had loosened due to poor bone quality.